Manufacturer narrative:
Complete reporter name: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that upon initiation of intra-aortic balloon (iab) therapy, an autofill failure occurred. During follow-up conversation, it was determined that the customer was possibly not waiting for the autofill and calibration cycle to complete itself. The customer felt they were waiting the complete 48 seconds for the cycle to complete itself. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint # (B)(4).

Event description:
N/a.